Event description:
It was reported that noise was noted on both the rv and atrial channels. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a prospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. The device functions were normal and no anomalies were found. The cause of the noise remains undetermined.